Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively determined through this evaluation. Additional information was received stating that no further patient information will be provided due to privacy law restrictions. This includes all data regarding the patient and his/her course of the disease. The death was not considered to be device related. The device operated as expected. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away for unknown reason. The pump was not explanted and will not be returned for evaluation. The patient's death was not considered to be device related and the device operated as expected.